Event description:
Developed meningitis after having a cochlear implant. Because of extensive chemo, pt lost their hearing. When pt went to see if a hearing aid would work for them, dr suggested an implant because pt's hearing could not be helped by aids. Dr did the cochlear implant as an outpatient. From the time of implant pt's health worsened and five mos after implant pt entered hosp with meningitis. The cochlear implant did not work for pt. Pt is still deaf and their balance has become very bad since the implant.